Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The reported imaging issue could not be confirmed. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The reported fracture in the catheter shaft was confirmed. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
During the atrial fibrillation procedure, the tip of the intracardiac ultrasound catheter was found to be fractured and the imaging was unclear. The catheter was replaced with another intracardiac ultrasound catheter. In the end, the procedure was successfully completed with no adverse consequences to the patient.